Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation found unrelated to the reported complaint states that the instrument had a blade damage at the midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, there was an unidentified broken wire on the mega suturecut needle driver instrument. The procedure was completed with no reported injury.